Event description:
On (B)(6) 2013, the distributer contacted animas and reported a faded/dim display screen. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged display issue.

Manufacturer narrative:
Follow-up # 1 date of submission 05/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be dim and discolored. A test screen was installed and displayed properly. Unrelated to the complaint, evaluation revealed a cracked battery compartment.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).